Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for the sars-cov-2 and influenza a targets when tested on the cobas liat (s/n: (B)(4). The same sample was retested on a different cobas liat (s/n: (B)(4) which yielded a positive result for influenza a only. The influenza a positive result was reported out. No harm was alleged. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation. Initial reporter name and address: facility name truncated due to character limit : (B)(6).

Manufacturer narrative:
Although the root cause cannot be identified, a systemic reagent issue was ruled out throughout the investigation. Review of the alleged runs showed that the sars-cov-2 target generated true amplification during the initial run. In addition, the alleged lot was internally tested and no issue was identified. Overall, no product problem was identified.